Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The cause of the patient's symptoms was infection and revision of displaced catheter. It was noted that there was no issue with the catheter, and the patient's symptoms of meningitis, withdrawal, and infection were not related to a catheter issue. Troubleshooting was performed related to the patient's symptoms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient who was receiving fentanyl at a concentration of 8.5 mg/ml at an unknown dose via an implantable pump for non-malignant pain. It was reported that a new pump was implanted on (B)(6) 2016. The patient had to be taken to the hospital with incredible head pain and was told it was spinal fluid flowing to the brain. The patient also reported a leakage of a mixture of the drug and spinal fluid. The patient had withdrawal 4-6 hours later after the headache on (B)(6) 2016. It was reported that 36 hours after the pump replacement, an infection started. It was reported to be an infection of the spine, specifically spinal meningitis and another infection from the gut. Drainage and meningeal was also reported. The doctor was told to suture the leakage with catgut and the infection went wild. The patient thought that either the pump line to the original line didn't connect or it was cut. The patient had to go into surgery and have everything taken out. The patient has not had any pain since the device was removed. Currently, the patient has a 50 mcg fentanyl patch and is in on IV antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.